Manufacturer narrative:
Cont'd from medical devices: 8100; 60ml monoject syringe, therapy date: (B)(6) 2017. The customer¿s report of an occlusion was not confirmed. The report of missing medication volume was confirmed. Analysis of the pcu event log does not show any occlusion occurring during the fentanyl infusion. At 7:54 pm on (B)(6) 2017, a 60ml monoject syringe with 49.1486ml detected was used to infuse fentanyl 25mcg/1ml at a rate of 2.11ml/hr. At 8:27 pm, the infusion was paused. At this point, 1.144ml was recorded as being infused, which should have left 48.0046ml in the syringe. At 8:30 pm, the user selected a 60ml monoject syringe with 34.5593ml detected, leaving 13.4453ml unaccounted for. It is unknown why the user paused the infusion at 8:27 pm, however it was not due to an occlusion occurring as was reported. The root cause of the reported event was not identified. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported that a syringe pump in the picu was set to infuse 50ml (25mcg/ml) of fentanyl in a 60ml syringe at a continuous infusion of 2.11ml/hr (52.8 mcg/hr). The primary rn started the infusion then walked away leaving a secondary rn to observe. When the primary rn returned the secondary rn stated there was an occlusion issue with the pump and the primary rn noticed 10ml of fentanyl was unaccounted for. The physician was notified and based on the overall status of the patient, the physician did not think the patient received the 10ml bolus that was unaccounted for. There was no report of patient harm.